Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09329. It was reported ((B)(6)) the patient experienced headaches. Reprogramming attempts were unsuccessful. As a result, the physician relocated one of the patient¿s leads to a lower position on (B)(6) 2018. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09329. Follow up information identified the patient¿s lead had not migrated, and the headaches were outside of the target pain area of the shoulder.